Event description:
Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned between the marker bands as per specifications. The 9th and 10th proximal segments were raised and deformed. The distal tip was damaged.

Manufacturer narrative:
(B)(4). Results: severe calcification, 80% stenosis following pre-dilation. Force used in the attempt to advance the device. Stent deformation, failure to deliver the stent. Device or procedural images not provided for review. Conclusions: severe calcification, 80% stenosis following pre-dilation. Force used in the attempt to advance the device. Stent deformation, failure to deliver the stent. Device or procedural images not provided for review.

Event description:
The physician intended to implant an endeavor resolute drug-eluting stent to treat a lesion in the rca with moderate tortuosity, severe calcification and 90% stenosis. Lesion pre-dilation was performed using two non-medtronic balloons. 80% stenosis remained following pre-dilation. It was reported that the endeavor resolute device could not cross the lesion. Force was used in the attempt to advance the device to the target lesion. The delivery system was removed and stent struts were reported to be damaged. The procedure was completed with balloon angioplasty only. No abnormalities were noted during preparation of the device or inspection prior to use. Patient status post procedure was stable and no clinical sequelae were reported. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).